Event description:
It was reported that during inspection after cleaning at the user facility the exterior of the device was covered with an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during inspection after cleaning at the user facility the exterior of the device was covered with an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported unknown residue was not able to be confirmed by a manufacturer repair technician through visual inspection; however, it was noted that the exterior of the device was eroded/faded, which can appear as a residue. Upon disassembly for visual examination, no components were identified which would have likely caused or contributed to the reported failure. Wear can be a potential cause for the faded exterior of the device. The device was serviced for preventive maintenance and returned to the user facility.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.